Event description:
It was reported that on the third firing in a lap gastric sleeve using stapler and reload with gore buttressing the stapler fully fired but the knife blade would not return. The manual release lever was used to bring the knife blade back to the home position. The surgeon uses two staplers for every sleeve case so this was the second time this stapler was being used in this procedure but they were anatomically in the area of a third firing. There was no patient consequences reported. Unknown if the surgery was completed successfully. Unknown surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024 d4: batch # 832c71 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 832c71, and no non-conformances were identified.